Event description:
The leg could not be released as usual, a cracking sound could be heard when the handle was turned for the first time. Under fluoroscopy it could be seen that the system did not move. Dr. Tessarek withdrew the system from the patient. Two shorter new legs could be implanted without any problems. The patient was treated according to the rules and was not at risk. The user would like to check whether it is a material defect. Patient outcome - "two shorter new legs could be implanted without any problems. The patient was treated according to the rules and was not at risk."

Event description:
The leg could not be released as usual, a cracking sound could be heard when the handle was turned for the first time. Under fluoroscopy it could be seen that the system did not move. Dr. (B)(6) withdrew the system from the patient. Two shorter new legs could be implanted without any problems. The patient was treated according to the rules and was not at risk. The user would like to check whether it is a material defect. Patient outcome - "two shorter new legs could be implanted without any problems. The patient was treated according to the rules and was not at risk."